Event description:
It was reported that, during the procedure the console was leaking water and the laser automatically shut down. The procedure was not completed due to this event. The patient was stable under general anesthesia. There was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that, during the procedure the console was leaking water and the laser automatically shut down. The procedure was not completed due to this event. The patient was stable under general anesthesia. There was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was identified that snap in connector for the filter was disconnected. Therefore, the reported allegation was confirmed. Based on the information provided, after the snap was reconnected, the console worked as intended and no component replacement was required. Connector adjustment is part of the activities performed by the fse considered as preventive maintenance, therefore rules out possible deviations within manufacturing/service processes that could have contributed to the complaint. Since the problem is traced to improper routine or preventative maintenance, the investigation conclusion code selected for this complaint is cause traced to maintenance.